Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net. Review of the transmission revealed oversensing of noise on the atrial lead. The patient presented to the hospital for a checkup and lead stress tests including myopotential test was performed. The physician suspected insulation break. The device was programmed to vvi mode, and the patients would continue to be monitored. The patient was stable before, during, and after the procedure.